Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with targocid (400 mg daily, route and duration not reported) and intraperitoneal injection amikacin (125 mg daily, duration not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available as the reporter declined to provide further follow up.